Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned to date; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor followed the steps to deliver the angio-seal system. During the interchange; the step to advance the angio-seal system the introducer did not advance. However, the doctor delivered the system distally. In the end, the angio-seal was inside the patient; it is not clear the version. The patient condition was reported to be ok. Additional information was received on 28oct2019. The procedure performed was diagnostic for coronary bypass using a 6fr; right femoral access. A pre-deployment angiogram was performed; however, it did not record because it was only by fluoroscopy. Hemostasis was achieved by hand mechanic compression on the puncture access. There was no evidence of lower ischemic at that moment. The patient had several coronary diseases, previously treated and stable. The outcome of the patient was reported to be stable.